Event description:
It was reported that during surgery, the surgeon noticed that the countersink device within the surgical instrument set was dirty and contained bone debris on it. The surgeon took contamination actions with the patient. There has been no report of an infection with this patient.

Manufacturer narrative:
The device was cleaned after the surgery thus removing the evidence. Prior to sending a surgical instrument set to this customer, the set was cleaned and inspected at our facility. Prior to surgery, labeling instructs the user to clean and inspect the instrument prior to use. It is unknown if this activity occurred at the surgical center. The instrument set was cleaned after the surgery removing the evidence. When and where this contamination occurred was not identified.